Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Another device was used. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report could not be confirmed. It was reported that the device would not power on during a patient call, the crew stated that it made a buzzing sound and displayed a red x when turned on. Log data from the event showed the device was powered on using battery power only and displayed a "battery calibration required" message, followed by a low battery warning and shutdown. When powered on again, it indicated a loss of power connection. These findings suggest the battery was likely depleted. The device passed full functional tests with a test battery and operated as expected. The device was recertified and returned to the customer. Per the x series operator's guide, under guidelines for maintaining peak battery performance: recalibrate the battery as soon as possible when prompted. Always carry at least one fully charged spare battery; if no other backup power source is available, two spares are recommended. Rotate spare batteries routinely, as charge levels gradually diminish when a battery is removed from the charger, even if unused. Analysis for reports of this type has not identified an increase in trend.